Event description:
The customer reported that the companion 2 driver was making a "high pitched" noise while supporting a pt. The pt was subsequently switched to the backup companion 2 driver. There was no reported adverse pt impact. The customer also reported that several days later, he tested the driver with a pt simulator and it exhibited the same sound. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a "high pitched" noise, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.